Manufacturer narrative:
Concomitant medical products: 0125 lead, implanted: (B)(6) 1997; 419378 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead suspected undersensing noted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: supplemental regulatory report aware date change from (B)(6) 2018 to (B)(6) 2018. Due date corrected to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient had a ventricular tachycardia (vt) below the detect rate. An attempt to over drive pace thru the programmer was performed but was unsuccessful. The patient was cardioverted successfully, and treated with increase in beta blockers. Sinus rhythm achieved. No further patient complications have been reported as a result of this event.